Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the condition of the device running hot was confirmed as the spindle housing would not fit over the drive shaft. Based on the investigation detail, a possible cause for the alleged overheating was the bearings, which were all replaced along with some other components. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an extraction of wisdom teeth. There was no reported pt or user injury, and the procedure was completed successfully with the same device.